Event description:
It was reported that the customer had issues with the sensor. The customer received weak signal alarms. His blood glucose level was 160 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit received with physical damage, cracked and bleeding lcd glass, minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and end cap broken off. Unable to performed the displacement test due to display anomaly.